Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with false pause episodes due to undersensing. Programming changes were discussed to be performed at the patient's next follow up. The patient was noted to be stable.